Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's ipg was moving in the pocket due to weight loss. The patient underwent surgical intervention on (B)(6) 2016, where the physician relocated the ipg to a new pocket site on the patient's opposite flank. Therapy was successfully restored following surgery.